Event description:
A surgeon reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because, the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested on 11/01/2010 and 11/15/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).